Event description:
It was reported that at a regular follow-up appointment, it was noted that this device battery longevity had decreased from two years remaining to less than six months. The physician suspected that this battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was indicated the device would not be returned for evaluation.

Event description:
It was reported that at a regular follow-up appointment, it was noted that this device battery longevity had decreased from two years remaining to less than six months. The physician suspected that this battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was indicated the device would not be returned for evaluation.